Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported being unable to administer a bolus. Customer stated that the number of the insulin pump's screen were scrolling. Blood glucose level was not provided. No further info was provided.